Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm), when the doctor squeezed the seal, it could not be inserted in to the load system. The wings in the loading device were clamped and folded. Then they changed to another one to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device with the seal and tension spring assembly loaded in the delivery device. The seal was observed to be an opened deployed state. The white plunger and blue safety lock was not observed in the photograph. There were no visual defects observed on the seal or tension spring assembly. Based on the non-return of the device as well as the photographic evaluation, the reported failure "fitting problem" was not confirmed. The lot #3000274265 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.